Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash on her back underneath the therapy electrodes. The patient's dermatologist prescribed betamethasone cream for the irritation. The irritation improved after using the prescribed betamethasone cream.